Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment during testing. Found no failed battery test, pump error 53 and pump error 54 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed pump error 53 on 09/25/2024 at 05:15:37.000 (file #: 8896, line #: 8192, esf #: (B)(4)) due to possible hardware failure. Pump alarmed a pump error 54 on 09/27/2024 at 05:15:30.000 (file #: 645, line #: 161, esf #: n/a) due to possible hardware failure. Pump alarmed 4 failed battery test alarms on 09/25/2024 at 05:15:40.000 to 05:26:21.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, keypad overlay texture damage, and broken belt clip rails. Moisture damage was confirmed found isolated to the battery tube. Pump error 54 and pump error 53 were confirmed in the pump history files and traces due to hardware failure, problem isolated to the electronic assembly. Failed battery test was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced failed battery alarm on the pump, pump error 54 and pump error 53. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the error and complete the rewind if requested. Customer reported, receiving a battery failed alarm. No harm requiring medical intervention was reported. The customer would discontinue to use the device. Mmt-1885 was requested. And the customer response was, the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.